Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w4tr02 crt-p; 479888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post replacement procedure, the patient experienced ventricular tachycardia (vt) requiring external defibrillation. The electrograms (egm) revealed the right ventricular (rv) lead had undersensing with bi-ventricular (bi-v) pacing during suspected t wave. Reprogramming was done, and the lead remains in use. No further patient complications have been reported as a result of this event.